Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was failed and was not opening. The customer stated that this malfunction occurred while dispensing the medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was failed and was not opening. The customer stated that this malfunction occurred while dispensing the medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 4 had failed to close. A field service engineer (fse) addressed an issue where door 4 failed during medication stocking. Conductive grease was applied to the spade connectors on the latch. After the repair, no errors or failures could be reproduced in the main or test application. The customer successfully stocked medication in the storage space to confirm resolution and fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.